Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the alleged condition. The graphical user interface (gui) to breath delivery (bd) assembly was replaced. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the 840 ventilator had a loss of communication issue. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.